Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2017-03995 for the first spyscope digital access and delivery catheter and 3005099803-2017-03998 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the bile duct during a biliary tract biopsy performed on (B)(6) 2017. According to the complainant, during the procedure, a spyscope ds was inserted inside the bile duct and when the biopsy area was observed, it was noticed that the working channel sleeve of the spyscope ds protruded. The physician continued the observation, however, the image started to get distorted. A second spyscope ds was used, and the working channel sleeve of the second spyscope ds also protruded. Reportedly, no part of the devices detached. The procedure was not completed due to another reason. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received, confirming the complaint. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional assessment was performed. The reported complaint incident of ¿inadequate visualization ¿ poor image quality¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A .035¿ guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the proximal end of the working channel sleeve appeared to be attached to the pebax (bonded length). The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. For the first spyscope digital access and delivery catheter and 3005099803-2017-03998 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the bile duct during a biliary tract biopsy performed on (B)(6) 2017. According to the complainant, during the procedure, a spyscope ds was inserted inside the bile duct and when the biopsy area was observed, it was noticed that the working channel sleeve of the spyscope ds protruded. The physician continued the observation, however, the image started to get distorted. A second spyscope ds was used, and the working channel sleeve of the second spyscope ds also protruded. Reportedly, no part of the devices detached. The procedure was not completed due to another reason. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.